Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter employed nurse from (B)(6) of a (B)(6) male client that acquired peritonitis due to a break in aseptic technique coincident with dianeal pd2 peritoneal dialysis solution 2.5% dextrose and extraneal viaflex therapies. On an unreported date, the patient began treatment with dianeal (dose and frequency not and extraneal therapies (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal pd2 and extraneal viaflex therapies were ongoing. On an unreported date, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. The cause of the peritonitis was the break in aseptic technique. On an unreported date the patient was treated with vancomycin (1gm, ip, once in 4 days), amikacin (250mg, ip, daily) and fortum (1gm, ip, daily). It was not reported if the patient received re-training on aseptic technique; therefore, the outcome for this event was unknown.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.